Event description:
Customer's mother reported that the customer had high blood glucose of 14.3 mmol/l and the customer's insulin pump is not working correctly. Caller stated that the ink is coming out of the display window. Advised to discontinue use, return the insulin pump and to revert to a back up plan. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with cracked and bleeding display glass, minor scratches on the display window, cracked case near the display window corners, and a cracked reservoir tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.